Event description:
Pt admitted for lap-assisted vaginal hysterectomy. A yankauer suction tip was attached to catheter. During case, catheter was dropped on the floor, where it remained until end of procedure. After procedure, it was noticed that the tip was missing from the dropped catheter. An x-ray was ordered on the recovering pt and the tip was found in the pt's abdomen. Pt was taken back to operating room for laparoscopic removal of tip.